Event description:
It was reported via repair work order that the safety bar was not retracting and catching the safety hook due to broken torsion springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.